Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing. Boston scientific technical services (ts) discussed programming sensitivity. It was noted that an attempt was made to implant a new rv lead, however the attempt was unsuccessful as access was unable to be obtained. The plan was to evaluate the patient for an epicardial lead. At this time, the system remains in service. No additional adverse patient effects were reported.